Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on month date, year with blood glucose of 400 mg/dl. Customer¿s blood glucose value at time of incident was above 600 mg/dl and current blood glucose value was 240 mg/dl. At lunch it was around 500mg/dl. The customer experienced symptoms such as feeling disoriented, because of which paramedics were called. The customer was treated with the insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.